Event description:
Customer reports to have air bubbles in reservoir. Customer's blood glucose was unknown. During troubleshooting, it was found that customer kept insulin refrigerated until it was time to use. Customer was educated on proper care and storage of insulin. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.